Event description:
It was reported that during central processing, the permanent cautery hook (pch) instrument exhibited a broken yellowish cover. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken pieces were not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.